Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 151 mg/dl and 54 mg/dl within 10 minutes on the advantage system while using comfort curve test strips. Low blood glucose symptoms were reported with these results. Customer's spouse treated her with 6 oz of soda sweetened with 2 tsp of sugar. Low blood glucose symptoms improved in 10 minutes. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.